Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01912. It was reported that stent thrombosis occurred. In (B)(6) 2018, a 12x90/8fr uni plus halo 75cm wallstent® endoprosthesis was implanted in the superficial femoral vein. Nine days later, a 10.0 x 40 75cm mustang¿ balloon catheter was advanced to dilate a lesion with a stent thrombosis of the previously implanted wallstent. However, during the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported that the patient's status was stable.